Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a clinician heard of an event in the emergency department ten (10) years ago. The device was set up with primary line and secondary line infusion. The patient received an unintended bolus of cardizem. There was no harm to the patient as the patient's status improved following the bolus.